Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 6 instances of battery life failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 207 allegations of a malfunction, 71 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a printed circuit board issue. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 207 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-72 years of age and between 22 and 426 pounds. Of the reported patients, 91 were male, 114 were female, and 2 were unknown.